Manufacturer narrative:
(B)(4). Eval: results: mi.

Event description:
A 3.5mm diameter x 15mm length endeavor sprint rapid exchange (rx) drug eluting coronary stent was deployed in the mid lad of a pt during index procedure. Implant of the stent was successful; however, it was reported that the pt had an mi one day post implant of the relevant stent. It was reported that the pt was asymptomatic on discharge. It was reported that the pt had staged procedure approximately one week post index procedure. A 2.5mm diameter x 30mm length (ref MFR #2953200201002459), a 2.5mm diameter x 30mm length (ref MFR #2953200201002460) and a 2.75mm diameter x 30mm length (ref MFR #2953200201002461) endeavor sprint rapid exchange (rx) drug eluting coronary stents were deployed in the prox lad during staged procedure. However, it was reported a dissection occurred during procedure. The pt also had an mi on the same day of staged procedure. Prolonged hospitalization was required. No other clinical sequelae were reported.

Event description:
Additional information received: it is unknown whether both mi's were related to the target vessel. The investigator indicated that the reported events were possibly related to the study device.